Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output on (B)(6) 2015. Dexcom technical support requested that the patient test the alert functionality. Patient's mother reported alerts did function. It was reported that the patient is using an adult receiver, which is considered off label use. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.